Event description:
It was reported that dr. (B)(6) indicated that a number of implanting doctors in (B)(6) have noticed pumps without typical elasticity. Coloplast is assuming this is a widespread issue. Dr. (B)(6) noticed that the pump is more stiff and doesn't recall very easily, you have to work harder to move fluid. Dr. (B)(6) stated that something isn't releasing well and something is different. Six or so pumps have experienced problems. He hasn't noticed any fibrotic issues happening or any deflation issues. All revisions have been referrals, only one pump was implanted by dr. (B)(6).